Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that she is not able to test with the onetouch ultrasmart meter, due to some unk issue. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with oral medication and insulin- no adjustments. When the pt contacted lfs, she stated the product issue began 10 days ago. She took her usual dose of diabetes medication (1000 mg of metformin and 6 units of novolog) despite the product issue. Sometime after the unk issue began the pt developed symptoms described as "nervous, shaky, dizzy, blurred vision, and anxiety." The pt did not receive any treatment. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate was able to walk the pt through a successful blood glucose test. This complaint is being reported because the pt claimed she had symptoms that can be associated with acute complication of diabetes. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.